Manufacturer narrative:
Remains implanted in the patient.

Event description:
It was reported that approximately 72 months post-implant of a bifurcated device and an infrarenal aortic extension, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a proximal type I endoleak and a ruptured abdominal aortic aneurysm. The physician opted to convert to open repair and explant the devices. The patient was treated with a surgical graft. Reportedly, at approximately 6 months follow-up, a computed tomography scan revealed no endoleak. The patient had been lost to follow up until recently. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
The explanted device was not returned for evaluation nor were intraoperative images. However, medical records were reviewed by a clinical representative. There were no indications that the device caused or contributed to the reported endoleak or rupture of the aneurysm. The cause of the reported event is inconclusive. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history shows that no other units from this lot have been involved in any similar complaints. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling as a known risk of the procedure.